Event description:
According to the reporter: procedure: colon cancer resection. The surgeon did the anastomosis found on 1/5 of the circular staple line completed. Manual suturing was used to complete the anastomosis. The surgery time was extended by more than 30 minutes.